Event description:
Customer reported that the t: slim x2 pump battery would not charge, despite attempts to use different charging cables and wall adapters. There was no adverse impact to the customer¿s blood glucose level. Customer will continue to use current pump for insulin therapy.